Event description:
The following has been reported: biomed reported: "numerous instances of "tubing set misloaded" alerts after loading cassette. Issue seems to be intermittent. Pins have been cleaned and are not sticking. Occurrence: immediately after loading cassette", issue reproduced during testing bit it has been intermittent, patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
The pump was returned for intermittent set ID failure. During testing this failure was repeated. Unit was reverted to manufacturing mode and failed set ID functional testing. It was also discovered the handle has a broken screw mount.